Event description:
A ventilator was returned to the MFR for service. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and oxygen blending module board were replaced to address the issue.